Manufacturer narrative:
Additional narrative; method code: returned device analysis is ongoing. Results will be provided in vascutek's follow up report manufacturing review and process evaluation review are ongoing. Results will be provided in vascutek's follow up report. A review of the sterilisation records was carried out and acceptance criteria were met. Results code: no results are available yet as investigation is still ongoing. Conclusion code: no conclusion available as investigation still ongoing.

Event description:
The event was described to vascutek as; on (B)(6) 2015 the complaint graft was used as an additional shunt. Immediately after the procedure there was a leak of plasma from the graft. On (B)(6) the volume of plasma leakage had increased to over 1 litre through drainage".

Manufacturer narrative:
(B)(4). Method -process evaluation - further review of manufacturing process and brainstorming session reviewing. Manufacture process carried out. Result -storage problem - all step and taper grafts are 100% (water entry pressure) wep tested in process in addition to standard qc testing. From this batch 7 units were rejected for wep and placed into a sealed bag in the same container as the acceptable units. This process was subsequently changed to place reject grafts in a completely separate container to ensure no risk of mix. This step was introduced after the manufacture of this batch. Conclusion -quality system deficiency - it is believed that the process was not robust enough at the time of this event to ensure segregation of the grafts however we have had no further reports of step/taper graft leakage from the field since these new measures were put in place. However in light of this event further measures have been identified to prevent further occurence of this event as given below; 1. Review of wep test method to introduce a threshold for production batch failure where complete batch will be rejected if the threshold is reached. 2. Further update to wep test procedure to instruct operators to cut in half all wep test fails before placing in reject tray. A second operator will confirm quantity of passed and reject grafts and countersign to confirm before batch proceeds to next step on this basis vascutek now considers this complaint closed. However, this issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action will be taken at that time.

Event description:
This report is being submitted as a 3rd follow up / final report to 9612515-2015-00027 initially submitted on 10/28/2015.

Manufacturer narrative:
Initial investigation of returned device has been completed however further investigation is required and will be reported in next follow up / final report. Method code: actual device was explanted and returned to vascutek for investigation. Visual examination carried out and digital images taken of graft in returned state and post cleaning. Sem images taken of returned graft to investigate the gross and fine structure of the graft. Result code: review of qc and manufacturing process records showed that this graft passed all acceptance criteria for testing. Conclusion code: conclusion not available - evaluation in progress.

Event description:
This report is being submitted as a follow up report to 9612515-2015-00027. Submitted on (B)(4) 2015.

Manufacturer narrative:
Manufacturer narrative: method: sample from current production retrieved and tested. Device structure testing- the complaint and production graft were subjected to water entry pressure (wep) testing. The device's were filled with water and incremental increases in pressure to 250mmhg carried out to ensure there was no leakage through the device walls physical structure testing - differential scanning calorimeter (dsc) testing carried out to confirm whether the sintering process that heats and compacts the ptfe powder had met requirements. Result: material and chemistry problem - testing and analysis of the returned sample confirmed the leakage reported by the customer. Returned graft testing showed an issue with the porosity of the graft; however, no root cause for this failure can be determined at this time results pending completion of evaluation - further investigation being carried out. Conclusion: conclusion not yet available - further investigation being carried out.

Event description:
This report is being submitted as a 2nd follow up report to 9612515-2015-00027 initially submitted on 10/28/2015.